Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary cabinet was not detected on the bus. A field service engineer (fse) found the power box not functioning. The fse isolated the auxiliary and fridge connections, which allowed the machine to power on. After reconnecting components, power was lost when accessing auxiliary drawer 2.1 or the fridge. The fse suspected a faulty drawer board in auxiliary 2 and measured resistance across diodes using a multimeter, which appeared normal. After reconnecting the drawer, the system stayed on, but power had again been lost when accessing the fridge. The fse replaced the pyxis external cable, but power dropped again when reinstalling the back panel. Then, the fse replaced the damaged internal pyxibus cable and reconnected the power box to resolve the issue. The customer verified the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cabinet and refrigerator are not detected on bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. A field service engineer noted that the burned internal pyxibus cable. Therefore, this case has been deemed reportable as a thermal event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative and imdrf annex c code. Correction: section d medical device model, unique device identifier (UDI), section g manufacturing location. The reported condition of "auxiliary cabinet and the refrigerator were not detected on the bus" was confirmed by fse and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order # (B)(4), the fse reported that upon arrival, the power box had no power, so the fse isolated the aux and fridge circuits and was able to power the machine on. After reconnecting the components, the system operated normally until aux half-height drawer2.1 or the fridge was accessed, causing the unit to lose power. The fse then narrowed the issue to a possible faulty drawer board in aux 2 and used a multimeter to measure the diode resistance, finding all readings satisfactory. After reconnecting the dart board, the system remained on, but accessing the fridge again caused a power loss. The fse replaced the pyxis external cable, retested without the power box, and still experienced power loss when reinstalling the back panel. Further inspection revealed a damaged internal pyxibus cable, which was replaced. After replacement and testing, the system remained stable, and once the power box was reconnected, the system continued to operate without issues. During dchu visual inspection p/n 121085-01: the "assy cbl pyxibus 7 drawer" was received with the black marks and copper strands exposed. P/n 128361-01: the "assy cable interface pyxibus 12 ft" was received with no signs of physical damage. During dchu testing p/n 121085-01: testing from dchu was not necessarily due to the thermal damage observed on the "assy cbl pyxibus 7 drawer". P/n 128361-01: the "assy cable interface pyxibus 12 ft" was functioning properly, as it passed both the dmm tests and the functional test using the hta. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the refrigerator was not detected on bus and found the burned internal pyxibus cable. The customer reported that the issue occurred when the user was trying to issue medications to a patient. As per part investigation, it was determined that there was thermal damage of black marks and copper strands exposure observed on the assy cable pyxibus 7 drawer. There were no delay, no adverse events or injuries reported based on this event.